Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and had issues with infusion set and insulin pump. The customer reported that they have high blood glucose levels of 24 mmol/l and the insulin pump received several not delivery alarms and noticed that the cannula was bent on the infusion set. The customer treated with manual injections. The customer 's current blood glucose level was 13.5 mmol/l. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer reported that the issue was with site. The device settings were correct. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.